Event description:
It was reported that the patient experienced erosion at pocket, including redness and swelling. The hcp planned to explant the patient's pc and replacement it with two activa scs, one on each side of the chest. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 64002, serial # unknown, product type adapter. (B)(4).

Event description:
Additional information received reported that the patient had been scheduled for replacement on (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 64002, lot# 0204767518, implanted: 2012-(B)(6), product type adapter. The initial MDR was filed as MFR report # 3007566237-2013-01085. (B)(4).